Event description:
The customer's mother reported that her son experienced a skin infection at the pod site that required oral antibiotics (keflex was taken for 10 days). He indicated that it "felt like there was a marble" under his skin. The pod was immediately removed once the infection was noticed. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication to treat the irritation. In addition, the omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.